Event description:
It was reported by the customer that a pyxis medstation es system utilized in surgical procedures, exhibited a black screen problem. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by windows configuration issue. A technical service specialist dialed the station and implemented the hibernation fix in the background. The scripts were executed through the command prompt without any issue. The system functioned as intended after the field service engineer troubleshooted the device.